Event description:
It was reported that 6 and 5 units were rejected due to leakage defects. Per reporter the liquid was discovered inside the cases of the affected cadd units. Upon further evaluation, the leakage was traced to the joint between the pigtail and the bladder, specifically near the area marked with the number 4 or 5 embossed on the bladder. Sample photos were provided and attached to the file. The event occurred during visual inspection. Associated lot number under (B)(4). There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. Several photos were attached to the complaint. Leaking was detected in the photos received. Per the photo received, failure mode of leaking was confirmed. Visual and functional testing was performed. Eight (8) customer images were returned showing in great detail the location of the leak on the cassette bag. As received, the leak locations were marked on the cassette bags. No other damages or anomalies were observed. In order to replicate clinical use, the cassettes were filled with 100ml of water using an ICU medical provided syringe. A leak was observed for each cassette. For sample 1, the leak was observed on the cassette surface, with cavity ID #1. For sample 2 and 3, the leaks were observed at corner 1 of the cassette bag, below the embossed cavity print. A tear was found at the cassette bag seams. For sample 1, the complaint of leakage can be confirmed. The probable cause is unknown. No additional investigation activities are pending at the complaint level.

Manufacturer narrative:
H3: no product was returned but several photos were attached to the complaint. Visual inspection was performed, and leaking was confirmed in the photos. A device history record review could not be completed as no complaints were documented for this lot number.